Event description:
It was reported that during an implant procedure of a right ventricular (rv) lead they were able to measure with the pacing system analyzer (psa) however, during placement of the right atrial (ra) lead, the programmer screen froze while operating the psa and would no longer work. It was noted when touching the screen the screen was unresponsive, so the power was turned off and the programmer was restarted. The procedure was then completed without any problems. It was noted that it was hard getting the programmer to turn off and found the power button is not good as they had to press it several times to turn off the power. The programmer will be sent back for evaluation. No adverse patient effects were reported.